Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 08/28/2016, that on (B)(6) 2016, the receiver displayed an error icon. There was no report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. A functional test was performed and it passed. The receiver log contains no data within the investigation window. The reported event of a firmware error could not be determined. A root cause could not be determined.